Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include, but are not limited to, renal (e.g., artery occlusion).

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. Reportedly, after all devices were implanted, final angiography revealed that the blood flow of the left renal artery could not be confirmed. It was reported that three gore® viabahn® vbx balloon expandable endoprostheses were implanted into the left renal artery to the aorta. The thrombus was observed in a trunk ipsilateral leg endoprosthesis as well. The blood flow of the left renal artery was able to be confirmed, and the procedure was concluded. The physician stated that the thrombus might have scattered into the renal artery during the touch up ballooning for an aortic extender endoprosthesis because the patient artery from the aortic arch to the infrarenal aortic neck was shaggy. Reportedly the blood flow of the renal artery had no problem before the implantation of the aortic extender endoprosthesis. It was reported the thrombus in the trunk came from the shaggy aorta as well.

Manufacturer narrative:
H6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications.